Event description:
A malfunction was reported on the pump, indicated by a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to report if any issues reoccur.